Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and would not clip the vessel and the clip kept coming off with the instrument when it was removed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to used and nothing was nothing was noted out of the ordinary. The clip applier would not clip the vessel and the clip kept coming off with the instrument when it was removed. Medium-large clips were used. On the 1st fire, the tech reloaded another clip on the same clip applier and the same issue occurred. So, the customer opened another clip applier and that one worked as intended. The issue was resolved with a backup clip applier instrument.